Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) triggered due to high rate non sustained episodes and sensing integrity counter (sic) on the right ventricular (rv) lead. In addition, t-wave oversensing (twos) was observed during high rate non sustained and non sustained ventricular tachycardia episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.